Event description:
After finishing blood draw with a pt in a wheelchair, lab tech used the cushion to close the safety cap. The cap broke and tech's hand slipped. The needle grazed her thumb. The cut is the size of a paper cut. Percutaneous exposure protocol initiated.

Manufacturer narrative:
Received on maude event report (B)(4). Lot number 0643485 indicated on report is not a valid lot for this device (catalog # 305764) or any similar bd device. No user facility info available.